Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Only the main coil and the introducer sheath were returned. The coil was outside of introducer sheath. The coil was inspected, and it was found kinked and stretched. There was blood in the introducer sheath. No more damages were noticed. Microscopic inspection of the main coil was performed and revealed that the zap tip has a smooth surface. The interlocking arm was inspected, and no anomalies was noticed. Dimensional inspection of the main coil was performed and there were missing fiber bundles on the main coil due to coil condition. The remaining measured dimensions were within specification. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2021. It was reported that the coil was stuck. A 4mmx15cm 2d interlock coil was selected for use. During the procedure, when the coil was unlocked and delivered, it felt it was stuck so it was removed. It seems that it got stuck when trying to release the twist lock and proceed into the catheter, not inside the patient's body. The procedure was completed with a different device. No patient complications were reported. However, device analysis revealed missing fiber bundles.